Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2012 and the mesh was implanted. The patient experienced pain and the mesh was explanted on (B)(6) 2019. No further information is available.